Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6 and h10. H6 result code: 3252 fracture problem. Intuitive surgical, inc. (Isi) received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was conducted by a clinical development engineer (cde). It was noted that the teflon pad of the harmonic ace insert came off as the fenestrated bipolar forceps rubbed against the jaws of the insert. The teflon pad was retrieved and the insert was removed in the video. There were no system indicators, and the video was not long enough to observe any collisions. The customer also provided images of the harmonic ace, and upon review, the teflon pad was noted to be missing in the images as well. 61 intuitive surgical received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found with the entire teflon pad missing off its slot. Missing material, approximately 0.41¿ x 0.10¿ was not returned with the instrument. Heavy biodebris resided within the clamp arm. The known common cause of this failure is mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction to serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
67 - intuitive surgical, inc. (Isi) has not received the harmonic ace for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. A review of the instrument log was performed for the harmonic ace (480275-08/m90190819) on system sk2905 on the reported event date of (B)(6)2020. Two harmonic ace instruments with the same part and lot number were logged. The customer did not provide the product's sequence #; therefore the instrument related to this complaint could not be confirmed to be used. The customer provided images of the harmonic ace, and upon review, the teflon pad was found to be missing. Isi received a video clip of a da vinci-assisted surgical procedure. A review of the video clip was requested. At this time, the investigation has not been completed. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur. Although there was no report of patient injury, if this failure were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the information for the fields in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. The information for fields is not available.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, a fragment of the harmonic ace instrument broke inside the patient. The customer retrieved the fragment and replaced the instrument. The procedure was completed with no reported harm or injury to the patient. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following information: the instrument was inspected prior to use. The breakage occurred after 30 minutes of use. Isi has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.